Manufacturer narrative:
H6: patient code updated, reflect code 4582.

Event description:
It was further reported, that the product fault did not occur, during patient use. There was no patient involvement.

Manufacturer narrative:
One cadd solis hpca pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A functional check was conducted and the reported delivery accuracy issue was unable to be duplicated. Three different delivery accuracy tests were performed and the pump was slightly over delivering but within the published +/-6% specification. It was recommend that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was out of tolerance greater than 10%. There was no reported adverse event.